Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited far r-wave oversensing and inappropriate automatic mode switch (ams). Programming changes were discussed, no intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.